Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that knife blades were noted to be dull. Procedure details, patient involvement and patient impact information is unknown. Additional information received clarified that the multiple dull knives were noted during separate cataract surgeries. The procedures were completed while using the unsatisfactory knives which required additional pressure to be applied by the surgeon. There was no impact to any patient. No additional information is anticipated.